Event description:
The customer reported a service 780 error message. Per the fse, this resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an investigation. The hv cables were evaluated and regreased. The system was tested and found to be working as intended and returned to service.